Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos (unrelated-listed)". The patient's past medical history included hemorrhoids and kidney stone. Concurrent conditions included obesity, trichomoniasis, pruritus, offensive vaginal discharge, chromaturia, vomiting, abdominal pain, malaise, endocervicitis, squamous cell metaplasia and uterine leiomyoma. Concomitant products included cilest (ortho-cyclen), cyclobenzaprine hydrochloride (flexeril), diclofenac, docusate sodium (colace), ferrous sulfate (ferrous sulphate), ibuprofen, naproxen, nortriptyline hydrochloride (pamelor), oxycodone and tramadol. In (B)(6) 2011, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal:candidiasis of vulva"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("yeast vaginitis") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2017, 6 years 2 months after insertion of essure, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), the first episode of migraine ("migraines"), dysgeusia ("a metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), urinary tract disorder ("bladder or urinary problems or changes"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal distension ("bloating"), the second episode of migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea") and weight increased ("weight gain/loss: weight gain"). The patient was treated with metronidazole (flagyl), fluconazole (diflucan), colecalciferol (vitamin d), solpadeine (tylenol 1), cyclobenzaprine hydrochloride (flexeril), tramadol, terconazole and surgery (hysterectomy (full)/salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, the last episode of dysmenorrhoea, fatigue, abdominal distension, vulvovaginal candidiasis, vulvovaginal mycotic infection, the last episode of migraine, headache, nausea, vaginal discharge, weight increased, dysfunctional uterine bleeding and bacterial vulvovaginitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vulvovaginitis, bladder disorder, dysfunctional uterine bleeding, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection, weight increased, the first episode of dysmenorrhoea, the first episode of migraine, the second episode of dysmenorrhoea and the second episode of migraine to be related to essure. The reporter commented: patient used prenatal multivitamin product as concomitant . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge,bacterial vaginitis, vaginal bleeding,lower back pain,lower abdominal pain, fatigue, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos (unrelated-listed)". The patient's past medical history included hemorrhoids and kidney stone. Concurrent conditions included obesity, trichomoniasis, pruritus, vaginal odour, chromaturia, vomiting, abdominal pain, malaise, endocervicitis, squamous cell metaplasia and uterine leiomyoma. Concomitant products included cilest (ortho-cyclen), cyclobenzaprine hydrochloride (flexeril), diclofenac, docusate sodium (colace), ferrous sulfate (ferrous sulphate), ibuprofen, naproxen, nortriptyline hydrochloride (pamelor), oxycodone, prenatal plus iron (prenatal 1+1) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal:candidiasis of vulva"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("yeast vaginitis") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2017, 6 years 2 months after insertion of essure, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), the first episode of migraine ("migraines"), dysgeusia ("a metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), urinary tract disorder ("bladder or urinary problems or changes"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal distension ("bloating"), the second episode of migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea") and weight increased ("weight gain/loss: weight gain"). The patient was treated with metronidazole (flagyl), fluconazole (diflucan), cholecalciferol (vitamin d), solpadeine (tylenol 1), cyclobenzaprine hydrochloride (flexeril), tramadol, terconazole and surgery (hysterectomy (full)/salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, the last episode of dysmenorrhoea, fatigue, abdominal distension, vulvovaginal candidiasis, vulvovaginal mycotic infection, the last episode of migraine, headache, nausea, vaginal discharge, weight increased, dysfunctional uterine bleeding and bacterial vulvovaginitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vulvovaginitis, bladder disorder, dysfunctional uterine bleeding, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection, weight increased, the first episode of dysmenorrhoea, the first episode of migraine, the second episode of dysmenorrhoea and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge,bacterial vaginitis, vaginal bleeding, lower back pain, lower abdominal pain, fatigue, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: menorrhagia, apareunia, bladder problem, urinary tract disorder, dysmenorrhea (cramping), fatigue, bloating, candidiasis vulvae, yeast vaginitis, headaches, migraines, nausea, vaginal discharge, weight gain, dysfunctional uterine bleeding, bacterial vaginitis and did not have confirmation test performed following insertion of essure micro-inserts nos. Lot number 7892773 added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraines"), dysgeusia ("a metallic taste in her mouth") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, migraine, dysgeusia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.